Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows reservoir filled with diluent, and connected to anew infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded and no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 404 mg/dl. The customer treated with a bolus. The customer stated that her set fell out when she was sleeping. The customer also reported large ketones. The customer reported blood glucose of 427 mg/dl around dinner time. The customer took bolus and got blood glucose down to 304 mg/dl. The product was returned for analysis.